Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed reoccurring paradoxical hyperplasia (pah/ph). Patient states she already had corrective procedure and is requiring another procedure. Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-01430.

Event description:
On (B)(6) 2022, allergan received a report that a patient was treated with coolsculpting and is experiencing adipose hyperplasia.